Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failure related to the reported high blood glucose was identified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been hospitalized for high blood glucose (bg) levels (468 mg/dl) and diabetic ketoacidosis (dka). The cause of the high bg was not known. The contact reported that the hospitalization was not related to the pump or supplies. The customer was treated with intravenous fluids. The customer was discharged the next day with the high bg and dka resolved. The contact reported that there was permanent damage and described it as "mental issues". No additional information was provided.